Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a "replace backup battery" and a driveline communication fault. The alarm was reset with the heartmate system monitor. The alarm came back three times. The alarm was not cleared, totally. The heartmate 3 system controller and the modular cable were exchanged. Due to the exchange, the site added the 2.0 low flow software upload to the new controller; the patient had 2.0 low flow software installed on a previous visit. The event log for the patient contained alarms associated with the equipment swap. Following these initial alarms, the pump appeared to be operating within normal parameters with no unusual alarms.

Manufacturer narrative:
D1, brand name: corrected. D4, catalogue number: corrected. D4, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via review of the submitted and downloaded log files, and evaluation of the returned modular cable (lot number: 7613457) confirmed damages that would have contributed to the events seen in the log files. The log files from the exchanged controller collectively contained approximately 2 days of relevant information (22:32:25 (B)(6) 2024 to 13:57:50 (B)(6) 2024 per time stamps). Throughout the available event data, a driveline communication fault alarm was observed to be active, and frequent interruptions in the communication a signal were noted. The onset of the alarm had been overwritten by newer events; however based on the periodic data, it appeared that the alarm first activated sometime between 12:26:44 on (B)(6) 2024 and 12:26:47 on (B)(6) 2024. The observed alarm did not impact the controller¿s ability to operate the pump at the intended speed. The driveline communication fault alarm stayed active until the controller was exchanged and shut down. Additional log files were also submitted from the patient¿s new controller, and no abnormal events were observed. During functional testing of the returned modular cable, the driveline communication fault alarm was able to be reproduced. Resistance testing was then performed on the inner wires of the modular cable, and it was found that the green (communication a) wire was electrically open. The remaining wires did not have any notable continuity issues. The layers of the cable were then removed one at a time, and an area of kinking and damage was identified approximately 2 ½¿ from the controller connector bend relief. In this area, the green wire was found to be fully broken, and the remaining wires were all observed to be kinked. The damage to the green communication wire was determined to be the root cause of the driveline communication fault. The device history records were reviewed and the records revealed that the modular cable (lot number: 7613457) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. The heartmate iii instructions for use - section 8 entitled ¿equipment storage and care¿) and the heartmate iii patient handbook - section 6 entitled ¿caring for the equipment¿) address how to store, maintain, and care for all equipment, including the modular cable. Damage to the modular cable may result in an interruption of pump operation. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The controller was exchanged for the constant driveline communication faults.